Manufacturer narrative:
The insulin pump had a frozen screen and a constant audio alarm. The problem was isolated to the mother board. The functional testing could not be completed due to the frozen display. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was kicked off of her at work and then alarmed for several errors. The most recent blood glucose reading was 308 mg/dl due to eating cookies and not using the insulin pump because of the errors. The customer treated with a manual injection. No corrosion was noted to the battery cap or battery compartment. The insulin pump was not stored or out of use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.